Event description:
It was reported during an appendectomy procedure, the clips are delivered across (scissored). Two clips were released at the same time and were across. The clip did not cut the vessel. There was no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.